Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported failed occlusion test, which was not confirmed or reproduced during evaluation. The pump was tested and alarmed for upstream and downstream occlusions within the specified timeframes. There were no false upstream or downstream occlusion alarms. Furthermore, there were no failing parts found that would be associated with upstream or downstream occlusion failures. There are upstream occlusion and downstream occlusions present in the log, however the evidence does not suggest that these are not true alarms. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-11247 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.